Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing the reservoir into a medtronic 5 series insulin pump, performed a manual prime, fluid flowed through the infusion set and out of the catheter tip and conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer also had blood glucose around 400 mg/dl. The customer's mother stated that the high blood glucose was resolved after changing the set and reservoir and the blood glucose went back to normal. The reservoir will be returned for analysis.